Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to heated breathing tube and chamber kit. Section d4: expiration date added. Section d4: UDI details added. Section g1: contact person updated to mr. (B)(6) . Section g4: PMA/510(k) number updated. Product background: the autofill chamber as part of 900pt561 heated breathing tube and chamber kit is a component designed for use with the airvo 2 humidification series to provide nasal high flow (nhf) therapy. Air and oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint autofill chamber was received at fisher & paykel healthcare (f&p) for investigation, where it was inspected by a trained f&p employee. Our investigation is based on our evaluation of the subject device, the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: inspection of the returned autofill chamber revealed a vertical crack in the chamber that propagated towards the base and stopped above the water level marking. Conclusion: we are unable to determine the cause of the damage to the autofill chamber. Our investigation indicates that the damage was due to mechanical stress. The stress source was unable to be identified. Every autofill chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the 900pt561 heated breathing tube and chamber kit state the following: - "do not use the autofill chamber if it has been dropped or been allowed to run dry as this could lead to the chamber over-filling." - "do not use the autofill chamber if the water level rises above the maximum water level line as this may lead to water entering the patient's airway." - "for single patient use only. Reuse may result in transmission of infectious substances. Attempting to reprocess will result in degradation of materials and render the product defective." - "avoid contact with chemicals, cleaning agents, or hand sanitizers."

Event description:
A distributor reported on behalf of a healthcare facility in china an issue with an autofill chamber as part of the 900pt561 heated breathing tube and chamber kit. During device evaluation and performance testing at our fisher & paykel healthcare (f&p) in new zealand, it was found with a chamber crack. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Product background: the autofill chamber as part of 900pt561 heated breathing tube and chamber kit is a component designed for use with the airvo 2 humidification series to provide nasal high flow (nhf) therapy. Air and oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint autofill chamber was received at fisher & paykel healthcare (f&p) for investigation, where it was inspected by a trained f&p employee. Our investigation is based on our evaluation of the subject device, the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: inspection of the returned autofill chamber revealed a vertical crack in the chamber that propagated towards the base and stopped above the water level marking. Conclusion: we are unable to determine the cause of the damage to the autofill chamber. Our investigation indicates that the damage was due to mechanical stress. The stress source was unable to be identified. Every autofill chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the 900pt561 heated breathing tube and chamber kit state the following: - "do not use the autofill chamber if it has been dropped or been allowed to run dry as this could lead to the chamber over-filling." - "do not use the autofill chamber if the water level rises above the maximum water level line as this may lead to water entering the patient's airway." - "for single patient use only. Reuse may result in transmission of infectious substances. Attempting to reprocess will result in degradation of materials and render the product defective." - "avoid contact with chemicals, cleaning agents, or hand sanitizers."

Event description:
A distributor reported on behalf of a healthcare facility in china an issue with an autofill chamber as part of the 900pt561 heated breathing tube and chamber kit. During device evaluation and performance testing at our fisher & paykel healthcare (f&p) in new zealand, it was found with a chamber crack. There was no patient involvement as the issue was found whilst the device was not in use on a patient.